Event description:
The reporter contacted animas on "(B)(6) 3014" reporting that the patient was discharged from the hospital. The reporter stated that the patient 's doctor told them to send pump back that something was wrong with it. The patient's blood glucose (bg) was up to 553 mg/dl with large ketones, nausea and vomiting. This report is being made because of the blood glucose incident the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.